Manufacturer narrative:
November 05, 2015 09:36 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
While on a patient, intervention initiated when bubble was detected. Touchscreen did not respond immediately to reset bubble detection after bubble was evacuated. Additional information obtained nov 3, 2015. Event date (B)(6). Patient was off ECMO from 2104 until 2133 when ECMO was re-established during use air was introduced into the system which caused bubble detection intervention. Cardiohelp stopped the flow. Perfusionist removed the air via a bridge or shunt in the circuit; which is used to evacuate the air. Touch screen would not respond. Perfusionist on duty used the global over ride feature. Resumed circulation flow. No reported patient effect. (B)(4).

Manufacturer narrative:
Based on information provided, the device was inspected by a maquet technician. The technician confirmed that calibration of the touchscreen was required. No other problems were observed. The technician also confirmed that the device met all operational and functional requirements and safety testing was successfully completed. This follow-up report also serves as a final report for the reported issue.

Event description:
(B)(4).